Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-102-scratched strip issue. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error. The e-5 error occurred after the blood sample was applied. At the time of the call, the customer reported feeling physical symptoms of blurry vision and fatigue. Medical attention was not needed at the time of the call. Customer only had one vial of test strips. Customer could have possibly may have taken the test strips away from the sample prematurely. During the call a blood test was performed by the customer and produced test result of e-5 using meter. Customer stated he would take insulin and monitor his diabetes.